Event description:
It was reported that pump had unresponsive touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no further information was obtained, and customer was out of warranty and in process of obtaining new device.